Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraine/ headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea") and vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, 5 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), menorrhagia ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), headache ("migraine/ headaches") and abdominal pain lower ("light cramping at the time of essure procedure"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy to remove essure device) and surgery (full hysterectomy with bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, feeling abnormal, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower outcome was unknown and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils in either tube. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporter, patient demographic information, product indication updated, new events device dislocation, menorrhagia, headache and device monitoring procedure not performed added. Outcome for the event migraine updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, feeling abnormal, dysmenorrhoea, abdominal pain, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.